Event description:
This report is to advise of a displaced electrode that was noted during analysis.

Manufacturer narrative:
One bi-directional, curve d-d, tactiflex ablation catheter, sensor enabled was received for evaluation. Electrode 2 read as an open circuit during electrical testing. Further investigation revealed electrode ring 2 was detached and pushed distally, consistent with the detected open circuit and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the electrode ring detachment remains unknown.